Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lcx during the index procedure. At 3 month and 5 month follow up's, patient's worst angina status was reported as I per (B)(6). It is reported that approximately 6 months post index procedure, the patient presented to the emergency room with chest and jaw pain and was diagnosed with mild elevation of enzymes and restenosis of target vessel. It is reported that the patient had suffered an acute non-stemi, involving the target lesion. Investigator has indicated that the event was possibly related to the study device. It is reported that there was a revascularization carried out one day later and there were two other brand stents implanted; one in the proximal lcx and one in the distal lcx. It is reported that the patient recovered with treatment. At 9 month follow up, patient's worst angina status was reported as iii per (B)(6).

Event description:
The prox cx treated during the index procedure due to instent restenosis class c. Approximately 6 months post index procedure patient was hospitalized with complaints of jaw pain and chest pain with exertion. The patient had symptoms for approximately three weeks prior to admission. Repeat angiography on for recurrent angina and jaw pain without a functional ischemia study revealed a 70-80% stenosis in the mid cx and subtotal occlusion in the ostial to proximal area with in-stent restenosis and some thrombus in the cx with timi 2 flow. Event was identified by the clinical events committee and deemed to be consistent with a stent thrombosis. The patient underwent balloon angioplasty and placement of one des stent in the proximal cx and one des stent in the mid cx.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (thrombus).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, revascularization).